Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found, however distal conductor distorted, lead damaged at implant, tip seal observation, and blood noted on helix mechanism and distal conductor (not obstructed); the analyst noted that the helix will not extend or retract due to distal conductor distortion within the connector; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, while the helix was being exercised the mechanism broke and the helix could no longer be deployed. It was reported that the physician over-rotated the screw mechanism which caused it to break. The lead was not used. No patient complications have been reported as a result of this event.